Event description:
We received reports from the hospital authority engineer regarding two similar incidents for unipolar high frequency cord 26006m. The first case happened on 23rd jan, the laparoscopic unipolar cord (lot: yv02) was connected with a 5mm curve dissecting forceps in use during the operation tep. Suddenly, spark was observed near the connection junction of the unipolar cable and it was broken immediately. No injury to patient nor to doctors and nurses involved in the operation was reported. During that time, the unipolar cable was connected to an esu machine (valleylab force fx-8c). Cutting blend mode 30 and coag fulgurate mode 30. The valleylab esu was plugged on an extension socket with two more machine plug on it but the other two machine was not in use nor power on. The second case was on 16th jun, the unipolar cord (lot: wv01) was connected to a 5mm hook in use during a laparoscopic appendicectomy. Similar to the first incident, sudden electric spark was observed near the junction and the cable was broken. No injury to patient nor to doctors and nurses was reported. During that time, the unipolar cable was connected to convideien valley lab fx8(no.71) esu (mode: coagulation:30; cutting 30).

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA (B)(4) corrective action 12. Two 6 years old cable were returned with same issue. The insulations were melted and cord split in half. There are multiple signs of burning at the broken area. The previous damage on inner wire such as kink or broken could be caused by either pulling or bending actions, this could lead to increased contact resistance and thus to heat generation when rf current flows. Flame appears at the handle as the result of bursting of cable cover happened when heat and pressure increased. IFU: avoid sharply bending, kinking or puncturing the insulation. Broken wires may result in intermittent or permanent malfunction of the cable. The event is filed under internal karl storz complaint ID (B)(4).